Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and cross talk episodes were observed on freeze capture egms. It was unclear whether the noise was from the lead or the device. The device will be replaced due to normal elective replacement indicator. No further information is available at this time.